Manufacturer narrative:
This report is submitted on february 11, 2022.

Event description:
Per the clinic, the device was explanted (B)(6) 2022 due to cholesteatoma and multiple MRI issues. The patient was reimplanted with a new cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached. This report is submitted on april 25, 2022.

Manufacturer narrative:
Per the clinic, the device was explanted due to extrusion at the implant site, exposing the receiver/stimulator. Correction: d6b as previously reported in initial MDR is incorrect. Date of explant is (B)(6) 2022. This report is submitted on march 31, 2022.